Manufacturer narrative:
Follow-up #1: - animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/22/2015 with the following findings: on examination, the keypad was found to be intact without damage. The keypad cover was removed for further investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. On testing, all keypad buttons had normal response. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged malfunction and the pump was found to be operating as expected within the required specifications. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).